Manufacturer narrative:
The lot number for the two reported malfunctions were provided, therefore, a lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however, medical records are provided and reviewed for both malfunctions. Therefore, the investigation for the two reported malfunctions are confirmed for perforation and filter limb detachment. The definitive root cause could not be determined based upon available information. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates the model ec500f vena cava filter allegedly experienced detachment and perforation. The report was received from various source. Both malfunctions are involved patient with no known impact to the patient. Of the two reported female patients, one patient is (B)(6) years old and weighs (B)(6) pounds. The remaining patient age and weight was not provided.